Event description:
It was reported that this right atrial (ra) lead had a ring fracture. Subsequently, this ra lead was programmed to unipolar pacing. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device.

Event description:
It was reported that this right atrial (ra) lead had a ring fracture. Subsequently, this ra lead was programmed to unipolar pacing. As of this time, this ra lead remains in service. No adverse patient effects were reported.